Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the probe check error. The device was evaluated using olympus¿ test equipment. A visual inspection was performed and found the teflon pad had normal wear, no metal exposed. The distal end of the device was inspected and found the probe unit was detached. The broken portion measured 17 mm. The portion of the probe unit still intact with the device was inspected under a microscope and white remains were noted on the edge facing the teflon pad; there was also indication of scuff marks right at the breaking point. Heavy indentation on the surface of the teflon pad was also noted. The root cause for the broken probe unit is most likely due to the probe coming into contact with a hard or metallic surface during activation and/or excessive force applied. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the physician was using the device for 20-30 minutes and received a "check probe" message from the generator. The physician removed it from the patient, unplugged the transducer, re-plugged it back in, and performed a probe check squeezing the jaws together at which time the lower jaw fell off outside the patient. There was metal to metal contact. The jaws were closed during the probe check and activation of the seal & cut. There were no damages noted on the probe prior to it falling off. The procedure was completed with another thunderbeat. There was no patient injury.